Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the rotator cuff repair surgery, used for a while, noted the water bubbles became more and more, increased the wattage but still could not work normally, changed another one, the event re-happened. There are two holes in the head of device, the surgeon suspect the two holes were jammed. Visual inspections reveals signs of activation and no visual damage found in the shaft and cord. Electrode was tested, the ablate mode present bubble during a long time and then no longer, it was intermittent. Therefore, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr premiere vapr coolpulse90 electrode: the two devices have not been returned in the original packaging, both active tips are in a used condition, with evidence of debris on and in the active tip; also, saline residue visible in suction tubes. Finally, it was found that no visible damage to the device shafts, handles, cables or plugs. The first electrode was tested; the electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, secondary capacitance, and hipot active return); as a result, all the parameters passed. It was connected to vapr vue generator and the parameters passed (generator connection and flow rate) and no evidence of tissue debris being dislodged. Supplier summary: the initial customer complaint that the suction blocked on two devices was confirmed on one of the devices. The first device recorded a within specification flow value and there was no evidence of tissue debris being dislodged during the test, to point towards the issue the surgeon experienced. It was not confirmed and was within specification flow value. Although there was no sign of procedural debris following the clearing of the blockage on the 1 confirmed device, both devices showed sign of activation and procedural debris on the active tip on initial visual inspection. A manufacturing record evaluation was performed for the finished device [u1906080] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via phone that during the rotator cuff repair surgery,the vapr coolpulse90 electrode, used for a while, noted the water bubbles became more and more, increased the wattage but still could not work normally, changed another one, the event re-happened. There are two holes in the head of device, the surgeon suspect the two holes were jammed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.